Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during the case the surgeon placed the al326 on the cystic duct and fired. The instrument spit out two clips at the same time. The next time the surgeon fired there was no clip. The third time the surgeon fired the instrument and the clip got stuck in the jaws. After removing the stuck clips the surgeon fired the al326 one more time. The jaws would not release the vessel and after sometime the jaws released. It is unknown how the case was completed. There was no consequence to pt.